Manufacturer narrative:
Results - a cartridge lot number search was performed and no similar complaint found.

Event description:
The reporter stated an aq2010v silicone three piece lens was twisting and ejecting from the aq cartridge-fp straight up and down and was not sliding smoothly, requiring add'l bss or viscoelastic. The reporter stated they changed to a different lot number of cartridge and the lens was implanted with no problem. The reporter stated the cause of the lens event was due to the cartridge.